Manufacturer narrative:
Additional information: a medtronic representative reported that patient demographic data was refused to be provided by the surgeon. They did not cancel the surgery, but they did cancel the use of imaging system & navigation. They used an alternative imaging system to complete the surgery. Nothing else changed on the surgical plan and it was an open spinal fusion procedure from the beginning. The delay was less than an hour. The reported event occurred after incision, during registration. There was no impact to patient due to reported incident.

Manufacturer narrative:
Device evaluation: the suspect cable was returned to the manufacturer. Functional testing and visual/physical examination was completed and the issue was confirmed. The umbilical cable was found to be broken. Bench testing and gbit testing failed. The cause was found to be a short found between pin #5 and pin #8. Pin # 7 was open and the yellow side connector is broken. Continuity and 100t test passed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the interface (umbilical) cable for the imaging system was damaged. The representative reported that the imaging system was unable to perform x-ray functions. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided in regards to the reported issue.